Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a 23 g x 1 in. Bd integra 3 ml syringe with detachable needle, the needle did not retract once clinician activated the safety mechanism and this lead to a contaminated needle stick injury. The clinician was evaluated by his/her facility's employee health department and was then sent to an emergency department where post exposure lab work was done. The source patient also received post exposure lab work. The results of the tests are unknown. The clinician did not receive any prophylactic treatment or any other medical interventions.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the used device revealed that the needle was not retracted, the plunger rod was not pushed all the way in, and there was residual fluid observed inside syringe barrel. When plunger rod was depressed, the needle retracted properly. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure.